Manufacturer narrative:
Operator indicated blepharoplasty procedure was performed without the recommended corneal eye shields. The instruction manual dim-45-01, page 3 states "ellman strongly recommends the use of the ellman corneal eye shields for any radiofrequency surgical procedure involving the eyelid and the immediate surrounding areas. Device was unable to be evaluated as it was not returned following procedure, and user did not communicate the final condition of patient. Treatment area was cleaned with betadine immediately post treatment.

Event description:
Patient underwent blepharoplasty procedure using a radiofrequency generator without the use of the recommended corneal eye shields, resulting in an abrasion or puncture to the cornea. Also, the patient made a gross movement during surgery causing the misplacement of cauterization, and had difficulty with vision immediately post treatment. User stated treatment was performed with a surgical handpiece from a different manufacturer, and that parameters were not within the recommended normal limits of operation.